Event description:
Analysis results received on 24 july 2001.

Event description:
Ketoacidosis [ketosis]. Case description: a clinical nurse in diabetes reported that pt was hospitalised due to keto acidosis. The boy had been using an innovo for one week after the led display had disappeared. At the hosp pt was given a new innovo and recovered. Reportedly the pt is not sufficiently supervised at home. No further info has been provided at this time but has been requested.